Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. There were also several other failed selftest alarm in the alarm history. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had minor scratches on display window and cracked reservoir tube lip.